Event description:
Additional information received reported that the patient had the replacement as planned and was doing fine after that. There were no further issues. It was noted that the patient had the issues 4 to 5 months prior to the original report. It was also noted that no devices were to be returned to the manufacturer.

Event description:
It was reported the patient had a problem with the patient programmer (pp) and implantable neurostimulator recharger (insr) for about a month. The pp was not powering up and it had not been dropped or gotten wet, and it had no corrosion. He was using energizer batteries and they were positioned correctly. The insr was not recharging the implant inside of him and would not interrogate and he had this issue for about a month. He did not know what was coming up on the screen. A manufacturing representative met with the patient at the healthcare provider (hcp) office. They did a reprogramming and coupling scan for recharging. It was determined that the patient should see an implanting physician for consult about implantable neurostimulator (ins) repositioning. About a month later it was determined that the patient would have an ins repositioning 3 days later. The patient also wanted the insr and pp replaced. The patient was undecided about whether he wanted a non-rechargeable or rechargeable device. It was noted that the patient had lost a considerable amount of weight and was going to continue to try and lose weight. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 8577, lot# n190625, implanted: (B)(6) 2013, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).